Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invasion of the scope connector while the user was handling the device resulted in an abnormality of electrical parts occurred which led to displayed error message. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during an unknown procedure the error code e315 scope error was received for the device, indicating black screen with no image. The device did not fail while in the patient. There was no delay for the procedure. There is no harm or adverse impact to the patient and no clinical impact to the procedure. The device has not been in contact with infectious diseases. A b30 scope communication error message was also received for the device. Customer believed there is a possibility of water ingress; however, though customer stored the device overnight the same errors were still being received.

Manufacturer narrative:
Customer reported two events of devices failed with the same issue on the same day. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned and an evaluation completed for it. Device evaluation confirmed the customer reported issue of error codes e315 and b30 as well as water ingress. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Error e315 scope error was evident on the screen. Error b30 scope communication error was also received. The instrument was visually inspected externally for damage that could be attributed to the customer specified fault. No abnormalities or associated damage were identified during the inspection. On further investigation the plug body was dismantled, and the moisture indicator has been triggered evidencing fluid ingress within the plug body. Excessive fluid ingress was apparent inside the endoscope connector triggering the pink moisture indicators throughout the plug body. Fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. An intermediate repair is required to return the instrument to the OEM specification. A comprehensive leakage check was completed, no leaks were evident. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.